Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing, short of breath. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing, short of breath. There was no report of harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section a: date of birth, age, weight, ethnicity and race were updated or corrected. In section b: relevant test/lab data was updated or corrected. In section d: product brand name, model number, catalog item identifier, serial number and product UDI were updated or corrected. In section e: init. Report sent to FDA has been updated. In section g: date received by mfg has been updated. In section h: device eval. By mfg, usage of device and recall (z) number was updated or corrected. In the previous report, section g6 report type was incorrectly selected as a 5-day report. This report will be reported as a 30-day report. In section h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.